Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, sheath and locator assembly, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned partially mated and with no damage or issues noted on the device. The complaint could not be confirmed for insertion difficulty. The exact root cause could not be determined. The likely cause was determined to have been insufficient angulation during attempted insertion of the device into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the falure mode and effects anaylsis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that when the doctors went to insert the insertion sheath and arteriotomy locator, they felt resistance to push the system. They tried to torque it back and forth however, they still felt resistance. They feel that the tip of the sheath was slightly deformed. The procedure being performed was a digital subtraction angiography (dsa). The estimated blood loss was less than 250cc. The reported event did not result in patient injury. They stated that this difficulty usually happened when the patients already done digital subtraction angiography (dsa) for the second or third time. Additional information was received on 17mar2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The sheath size was a 5fr. A pre-deployment angiogram was performed. Hemostasis was achieved with manual compression. The user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub and successfully inserted and locked the locator in the hub. There was audible click on mating. The user attempted to mate the locator and hub one time. The locator did not separate after mating with the hub. The locator was not too loose to stay in place. The separation occurred when device was in the patient. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.